Event description:
Voluntary medwatch received states that the atrial lead exhibited low impedance measured with evidence of an insulation issue. No intervention or procedure was reported. No patient symptom was reported.